Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of its exhaled tidal volume (vte) levels being low, it providing low fio2 (fraction of inspired oxygen) readings and delivering higher peep (positive end expiratory pressure) than set were all confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels were low, that it was providing low fio2 (fraction of inspired oxygen) readings, and delivering higher peep (positive end expiratory pressure) than set which could cause it to display the high peep alarm. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section b5, describe event or problem, of the initial medwatch report stated: an authorized third party service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels were low, that it was providing low fio2 (fraction of inspired oxygen) readings, and delivering higher peep (positive end expiratory pressure) than set which could cause it to display the high peep alarm. There were no reports of patient involvement associated with the reported event. Section b5, describe event or problem, of the initial medwatch report should have stated: an authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event. Section h11, additional manufacturer narrative, of the initial medwatch report stated: h6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of its exhaled tidal volume (vte) levels being low, it providing low fio2 (fraction of inspired oxygen) readings and delivering higher peep (positive end expiratory pressure) than set were all confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift. Section h11, additional manufacturer narrative, of the initial medwatch report should have stated: h6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it measuring lower peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.